Event description:
It was reported that the 9600+ system c-arm locked up during a case. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, identified that both fans under the card rack were not working. The fans were replaced on a subsequent case. The system was tested and found to be working as intended, and placed back into service.